Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a35 alarm and low reservoir anomaly due to motor error alarms noted. No charge or battery lasts less than expected anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had broken force sensor alarm and motor error alarm. The customer stated they were not able to clear the alarm and not able to complete rewind process. Customer stated that insulin pump had low battery and low reservoir. Customer reported that insulin pump was exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.